Event description:
The customer reported no audible sound during vf alarm from the device. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. Reporter institution phone number: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
Upon further investigation it was found that the event is not a reportable event for philips. Objective evidence was provided by the customer that there was no malfunction - the event is therefore not-reportable. If the customer reports alarms are self-silencing, or alarms stop ringing and there is supporting data that the event occurred due to configured/expected alarm reminder behavior then the issue does not represent a malfunction; this is not reportable. Reminders occur only after the alarm has been presented once to the user and a user has invoked the "silence" button. Product labeling describes alarm reminder behavior.